Event description:
It was reported that the reservoir was showing a different amount of insulin than the insulin pump. Customer also noticed an air bubble in the tubing however was unable to troubleshoot at the time. Customer's blood glucose reading at the time of the call was 288 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.